Event description:
I received acon flowflex covid tests through insurance at cvs. I recently had a positive test through 2 other brands and am very symptomatic. I wanted to make sure they worked after reading the 1 star reviews and the test is showing negative. I tried 2 more and still negative. You need to look at these reviews. They're billing insurance for bad tests. If the t bar is positive, it's so faint you can't see it. Lot cov2020045, exp 2/7/2023. FDA safety report ID# (B)(4).